Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump was received with operating currents within specification. No unexpected failed battery test, no button error alarm, no battery out of limit, numbers do not ramp up on its own or scroll bar moving without input and no frozen screen noted during out testing. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and broken belt clip slot.

Event description:
Customer reported that after pressing the down arrow, the numbers were scrolling on the insulin pump's screen. Customer reported removing the battery, then receiving a battery out limit. Customer also reported that the insulin pump's display was frozen. Customer stated that he changed the battery, then received a button error alarm. Blood glucose level was 75 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.